Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous mid right coronary artery. A 2.75x48mm xience xpedition stent was implanted; however, a dissection was noted. A new 2.75x33mm xience sierra stent was implanted to treat the dissection; however, another dissection occurred. A new 2.75x15mm xience sierra was used to treat the second dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.